Manufacturer narrative:
The devices will not be returned for evaluation.

Event description:
A report was received that a patient died in 2006 of numerous causes such as heart failure, kidney failure, and diabetes. The patient's spouse believed that one reason for the patient's death was because the patient had the stimulator implanted. The patient's spouse stated that she felt the patient was not strong enough to have the device implanted. The patient's physician was not aware of the patient's death.